Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: 04/23/2013. The reporter of the complaint was asked for the product serial number, date of event, and implant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling addresses the reported event of port malfunction as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."

Event description:
Doctor reported events of "port malfunction" from journal article: "laparoscopic removal of poor outcome gastric banding with concomitant sleeve gastrectomy", obes surg, doi 10.1007/s11695-013-0895-1, published online 06/mar/2013. This record represents the 2 pts who were diagnosed with "port malfunction" as shown in table 1 of the article. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.